Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer received guidance from technical support, including instructions to inspect and clean the pump components, such as the cartridge o-ring and pneumatic tap area. Following these steps, the customer successfully reloaded the cartridge onto the pump and resumed insulin delivery.